Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's battery gauge was fluctuating. Customer's blood glucose level was 146 mg/dl. Customer continued to use their pump for therapy.